Manufacturer narrative:
Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Warnings and cautions- pressurized infusion /irrigation solution in bags: when using the system in a pressurized infusion/irrigation mode, or with iop control feature enabled, users need to take precautions to not use bss irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags). The system, when used in these pressurized modes, forces pressure into the infusion/irrigation container in order to force the solution out of the container and into the cassette. The pressure employed by the system may cause some infusion/irrigation bags to rupture and cause disruption of the surgical procedures. Only approved glass containers and bags should be used with the system when employing modalities of pressurized infusion/irrigation. The company service representative examined the system and could not replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on november 6, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy, in the left eye, upon performing peripheral check, the surgeon observed the patient had a retinal hole. The surgeon tried to perform laser but both laser ports would not work even though the rfid led light was green. There was no laser output or aiming beam when troubleshooting with three laser probes. It was also reported that the air/fluid exchange function did not work as there was no air infusion when attempted twice. Additional information was received indicating the surgeon was able to complete the case using fluid infusion and cryotherapy.